Manufacturer narrative:
Zoll has not yet received the zoll catheter for investigation. A supplemental report will be filed when the product is returned and investigation has been completed. Event of dvt was assessed as serious because no information is available if the patient did or did not experience any clinical symptoms, if event was or was not treated with medications or procedures. Event assessed as possibly related to the icy catheter due to the fact that event was reported by the customer. Dvt is a known complication of central catheters of any kind. There is no information what clinical condition brought this patient to the hospital. However, usually patients in a critical condition are treated with ivtm. In such cases, those conditions make the patients predisposed to thrombogenicity. Development of thrombus is a common complication is such patient population. Critically ill patients are at increased risk of vte because of the presence of multiple predisposing factors [w. Geerts, et al. Venous thromboembolism and its prevention in critical care. J crit care, 17 (2002), pp. 95-104].

Event description:
As reported, on (B)(6) 2018, there was two patients with deep vein thrombosis (dvt). No further information provided. For reference of related events: 3010617000-2018-01217 for second patient

Manufacturer narrative:
Based on zoll medical safety assessment: event of dvt was assessed as not serious because the patient did not experience any clinical symptoms, event was a findings by ultrasound test, event was not treated and was resolved without sequelae. The patient's condition of severe head trauma injury makes the patients predisposed to thrombogenicity. Development of thrombus is a common complication is such patient population. Critically ill patients are at increased risk of vte because of the presence of multiple predisposing factors [w. Geerts, et al. Venous thromboembolism and its prevention in critical care. J crit care, 17 (2002), pp. 95-104]. Difficulty with catheter insertion also could potentially contribute to vessel damage and development of thrombus. Critically ill patients admitted to the ICU are prone to thrombogenicity and dvt, mostly due to inflammatory status post injury, abnormal coagulation, immobilization and catheterization. Institutions should follow guidelines in dvt prevention which include pharmacological and mechanical methods [zoller b, li x, sundquist j, et al. Risk of pulmonary embolism in patients with autoimmune disorders: a nationwide follow-up study from (B)(6). Lancet. 2012;379:244-249]. It is reported that the rate of thrombosis for critical care patients receiving cvcs ranges from 20 to 30%. Patients with peripheral central catheters had a significantly higher incidence rate of dvt than patients with cvc (27.2% vs 9.6%, p=0.0012). Dvts are common in the general neurosurgical population, as the rates of dvt range from 19 to 50%. The rate of dvt in the patient population receiving ivtm for non-cardiac reasons is 5%. The rate of dvt in the patient population receiving ivtm post-cardiac arrest is 1%. Four randomized controlled clinical trials conducted in a total of 943 patients showed that there was no difference in the dvt rate when comparing zoll ivtm catheters to standard cvcs [zoll dvt white paper]. Institutional implementation of standard protocols that incorporate these measures may have contributed to the reduction of dvt rate. Importantly, therapeutic hypothermia using a zoll ivtm cooling catheter placed in the femoral vein is not associated with increased incidence of dvt. Four randomized controlled clinical trials (2 multicenter and 2 single center trials) conducted in a total of 943 patients showed that there was no difference in the dvt rate when comparing zoll ivtm catheters to standard cvcs. [Deye n, cariou a, girardie p, et al. Endovascular versus external targeted temperature management for out-of-hospital cardiac arrest patients: a randomized controlled study. Circulationaha.114.012805. Published online before print june 19, 2015, doi: 10.1161/circulationaha.114.012805; diringer mn, et al: treatment of fever in the neurologic intensive care unit with a catheter based heat exchange system. Crit care med 2004 vol. 32, no. 2; white paper edc-2888]. It was discussed in literature that it is important to be aware that acute ich patients are at increased risk of developing dvt. [Deep venous thrombosis after acute intracerebral hemorrhage; journal of the neurological sciences, volume 272, issues 1-2, 15 september 2008, pages 83-86]. There were no information about dosages of medications used for dvt prevention to assess if prophylaxis was sufficient. However, it is known that the use of antithrombotic therapies to prevent thromboembolism in patients with an acute or prior intracerebral hemorrhage (ich) presents a clinical dilemma with competing risks and benefits [e. Wijdicks, j. Biller, j wilterdink. The use of antithrombotic therapy in patients with an acute or prior intracerebral hemorrhage. Https://www.uptodate.com/contents/the-use-of-antithrombotic-therapy-in-patients-with-an-acute-or-prior-intracerebral-hemorrhage], so it was possible that prophylaxis was performed in smaller doses. In this case, dvt is possibly related to the icy catheter due to relevant location. At the same time, dvt is a known complication of central catheters of any kind. The patient's clinical condition of critical illness made him predisposed to thrombogenicity and dvt, which is a common complication is such patients. Event is probably related to the patient's clinical condition as well. 1 additional (B)(4) has been created to accommodate the reported 2 dvts. Information about second dvt is very limited. That event assessed under (B)(4).

Event description:
Additional information received on 18 dec 2018: a male patient was hospitalized due to severe head trauma injury, patient was categorized for high risk of thrombosis. Icy catheter was placed on the patient's left femoral vein after three attempts of catheter insertion. At an unspecified time during ivtm therapy, the patient experience hyperthermia. Dwell time was for 72 hours. Deep vein thrombosis was confirmed by cardiac ultrasound and inferior vena cava. Patient has no pulmonary embolism and anticoagulation was in progress. No patient consequence was reported.